Manufacturer narrative:
The manufacture is unknown. The manufacture date is unknown. Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. The unit started running without pressing the triggers when it switched to forward or reverse mode. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If additional information becomes available a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional narrative: additional information: the manufacturer location was documented as unknown device manufacturer in the initial report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The date of manufacture has been updated if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery it was discovered that when the battery drill device was "pushed to forward" it started "running without pushing the trigger." There was no delay to the scheduled surgical procedure as a spare identical device was available for use. There was no patient involvement reported. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.